Manufacturer narrative:
Findings: pump had no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Pump had moisture damage on electronics. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and moisture damage. Customer's blood glucose was 118 mg/dl. The customer stated that the numbers are scrolling when she is trying to bolus. The customer stated she went into the pool with the device. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.